Manufacturer narrative:
The field service rep (fsr) has tested the heater cooler unit and cannot duplicate the issue thus far.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a persistent "e10" error upon boot-up. The perfusionist (ccp) could not run the system at all. He turned heater cooler off and on a couple times and same problem occurred. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.